Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was hospitalized on (B)(6) 2015 to (B)(6) 2015 for burning of the urethra and cramps of the abdomen. The customer stated they were experiencing a state of hyperglycemia. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.